Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: mean age among the patients was reported to 2.9 years old. A3: the majority of the patients are men (57% according to the article). B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed, published online on march 14, 2025: abdelbaky, s.h., shahin, h.I., essawy, r.e., salah, m. And elessawy, k.b. (2025). Frontalis flap advancement versus ptfe (gore-tex) frontalis sling operations in the management of congenital blepharoptosis. J am assoc pediatr ophthalmol strabismus. 29(2), pp. 104180. Doi:10.1016/j.jaapos.2025.104180 this prospective, randomized study compared two surgical techniques used to correct severe congenital ptosis with poor levator function: frontalis muscle (fm) flap advancement and frontalis sling (fs) surgery using gore-tex® suture as the sling material. The purpose of the investigation was to compare functional and aesthetic outcomes between the two methods. The study included 42 eyelids of 34 children, with a mean age of 3.6 years old in the fm flap group and 2.9 years old in the gore-tex sling group. Patients were enrolled over a two-year period from may 2020 to may 2022 and were randomly assigned to either fm flap advancement (21 eyelids, 19 patients) or fs surgery (21 eyelids, 15 patients). All frontalis sling procedures used gore-tex® suture for the suspension material. Patients were followed for 6 months. In the gore-tex sling group, the primary suture-specific complication was infection (preseptal cellulitis or suture abscess) in 2 cases, both of which required sling removal approximately one month after surgery.